Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the patient had an operation for the broken hip but the issue was not yet resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported the patient fell on (B)(6) 2018 and broke his hip and has not come around quite right. He had surgery on (B)(6) 2018. No further complications were reported or anticipated.